Manufacturer narrative:
The pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display due to display anomaly.

Event description:
It was reported that the insulin pump¿s screen was flashing and beeping. The customer¿s blood glucose level was 15 mmol/l at the time of the incident. Customer was at the skate park and collided into his friend and the insulin pump started flashing white and beeping. The customer was assisted with troubleshooting and no report of pump screen flashing when screen was turned on after being in sleep mode. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.